Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 6.7 mmol/l. Customer reloaded cartridge to resolve the issue and resumed pump therapy.